Manufacturer narrative:
The arjo service engineer claimed that the plug for the power lead was crushed in the wall socket by the staff while the moving furniture around in the room. It caused the power cord to be damaged and sparks were seen. According to the instructions for use for minuet 2 (IFU 746-396-UK-7 ¿ 11/2011) "when operating the bed, make sure its movement is not restricted by obstacles such as bedside furniture. Take care to ensure that the power cable is not damaged by the bed or other objects being moved over it." Arjo device failed to meet its specification when the sparks were coming from the damaged power cord. The device was not used for the patient treatment when the failure occurred. The complaint was assessed as reportable due to the allegation that the sparks were coming from the power cord. No UDI number was provided, the device was manufactured before the UDI implementation.

Event description:
It was reported that the minuet 2 plug was accidentally damaged, causing a spark. There was no indication of patient involvement, and no injury was claimed.